Event description:
A customer reported a malfunction occurred while trying to load a new cartridge into their pump, which was displaying a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Following a consultation, technical support provided instructions to reset the pump, which resolved the issue, and the customer could continue using it. The customer was advised to contact support if the malfunction recurred and confirmed understanding. No further actions were needed.